Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken. Unable to confirm if customer received sensor damage because the customer returned opened/used.

Event description:
The customer reported via phone call that he received lost sensor alarms. The sensor was bent under the tape when he removed it. Customer's blood glucose level was 162 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.